Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardiac monitor exhibited possible premature depletion. There were no patient consequences. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardiac monitor was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.